Event description:
It was reported that the tip broke from the handpiece during preparation for use. There were no adverse consequences, no medical intervention and no delay reported. The procedure was completed with a back-up device.

Manufacturer narrative:
The device has been received at the manufacturer for testing. An evaluation will be conducted and a follow-up report will be submitted after the quality investigation is complete.